Manufacturer narrative:
Following receipt of additional information, this event will be further updated.

Manufacturer narrative:
During surgical intervention, this lead was successfully repositioned. The product remains in service without further reported complications.

Event description:
Boston scientific crm received information that during a routine clinical follow-up, high thresholds contributing to loss of capture were observed with this right ventricular lead. Dislodgement of the rv was confirmed and system reprogramming implemented until a lead revision could be performed. No adverse patient effects were reported.